Manufacturer narrative:
The device was subject to an on-site examination. The reported issue could be confirmed - the drawers were not secure and were falling out of unit. The side slide was replaced and the screws reinforced. Afterwards, the device was tested and confirmed to be operating per manufacturer¿s specification. In 2014 the drawer design was improved. Telescopic slides with threaded holes instead of brackets are installed and additionally, each drawer is fixed with four screws to the slides to prevent pulling out. The involved fabius was manufactured in 2018 so is already provided with the improved design. In total, 3 similar cases have been reported to us from this hospital. The first reported complaint revealed that the 4 screws originally belonging to this unit were available at customer site but were not installed. Acc. To specification, the screws are installed when the device is delivered. It is therefore not possible to determine why the screws were available at the customer premises but were not installed to secure the drawer. It is unknown what happened between delivery of the device and the event. A manufacturing error can be ruled out as the error pattern of drawers falling out has only occurred in this hospital since the design change in 2014. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted. Finally, it can be assumed that the error mechanism as described above was also root cause for the current case. The drawer is used to store additional equipment in it; a malfunction like reported does not compromize primary operating functions of the anesthesia workstation.

Event description:
It was reported that the bottom drawer of the fabius gs premium was falling out. No injury reported.

Event description:
It was reported that the bottom drawer of the fabius gs premium was falling out. No injury reported.

Manufacturer narrative:
The investigation is still on-going. The results will be provided with a follow-up report.